Event description:
Customer was reportedly unresponsive and tested 67mg/dl on the device. The paramedics were called and customer reportedly tested 20mg/dl on their device within 10 minutes. Customer was taken to the hospital where he tested 32mg/dl on their device. No treatment information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.